Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient's volume discrepancies were ongoing, and the pump didn't seem to be working correctly. The discrepancies reportedly started at 3ml, then went up to 4 ml, then 5ml, and they were currently at 6ml. It was noted that the patient's healthcare provider (hcp) and a manufacture representative couldn't figure it out. The previously reported troubleshooting was confirmed, and it was noted that the volume discrepancies had been ongoing for the last 2 years (note: this conflicts with the previous reports that the volume discrepancies had occurred going back to implant). The manufacturer representative was reportedly informed of the issues in (B)(6) 2017, and the month before that, and the month before that, going back at least a year. It was noted that the patient's hcp "drilled [him] a new one" last time he talked to another doctor, and requested that his hcp not be contacted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had not been getting the relief with the pump that he had been over the years. The patient was in pain constantly; before, he wasn¿t constantly in pain. The pain had gradually gotten worse; it wasn¿t sudden. When the patient would do a bolus with the ptm (personal therapy manager); the pain went away. They had checked ¿the tubing and put him through hell¿ trying to find out what was wrong. At refills, they were getting back 3 ml more than expected; this had happened at the last 3 refills. The device system was delivering bupivacaine and dilaudid. The patient was looking for a new pump managing physician. Additional information received reported that a volume discrepancy occurred. The expected residual volume (erv) was 4ml and the actual residual volume (arv) was 8ml. The cause of the volume discrepancy was unknown. The volume discrepancies were from the patient¿s account to the manufacturer representative. There was no verification from a physician that the volume discrepancies were true. A catheter dye study was performed on (B)(6) 2015 and the physician was satisfied with the imaging. No leaks, tears, or kinks were seen. It was also stated that a rotor study was done and the pump seemed to be fine. The medication dose was increased 10%. The patient was to be seen for a refill on (B)(6) 2015. The patient's status at the time of the event was stated to be alive with no injury. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Additional information was received from a device manufacturer representative (rep). At the refill on (B)(6) 2017, the healthcare pr ovider (hcp) pulled out approximately 6 ml more than they expected. Exact volumes were not known at that time. It was noted that historically, the pump had been off by around 3-4 ml, going back to implant.